Event description:
During device evaluation, it was observed that the colonovideoscope contained foreign material on the grip, the up, down, right, and left angulation knobs, the forceps elevator knob and lever, the control section, the switch box, the scope cover, the scope connector, the scope cover unit, the c-cover, the bending section cover, adhesive on the bending section cover, the universal cord, and the connecting tube, the air water cylinder, the forceps channel port, the air water tube, the nozzle, and the adhesive around the objective lens. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to a previously submitted report. Corrected field: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that the colonovideoscope contained foreign material on the grip, the up, down, right, and left angulation knobs, the forceps elevator knob and lever, the control section, the switch box, the scope cover, the scope connector, the scope cover unit, the camera cover, the bending section cover, the universal cord, the connecting tube, the air water cylinder, the forceps channel port, the air water tube, the nozzle, and the adhesive around the objective lens. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.